Event description:
It was reported that the patient had major issues with her back and leg and will need an MRI to check for spinal disc issues not related to the device. The patient has scar tissue buildup in their implantable neurostimulator (ins) pocket and experienced pain several months post implant. The patient also had symptoms of nausea and vomiting, but they had improved. The patient had been taking narcotics (norco and fentanyl 75mg every 6 hours) for the pain caused by the ins. It was noted that the pain returned in february and that the ins may be on a nerve. The patient was scheduled to have their (ins) repositioned and scar tissue removed on (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead; product ID 435135 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead. (B)(4).